Event description:
The customer reported an error message with the adc device. Customer received a "replace sensor" message on day 10 of sensor wear and was unable to obtain readings. As a result, customer experienced sweating, began ¿jerking¿, and had a loss of consciousness. The customer was unable to self-treat and was provided an unspecified treatment by a non-healthcare professional. Paramedics were also called but it was reported that there was no additional treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.